Manufacturer narrative:
No product was returned by the customer, however the report that the blood tubing set separated and leaked at the drip chamber was confirmed via the customer¿s photo. The photo was evaluated and the reported event of tubing separation and leaking was observed to be from the pvc tubing to the drip chamber blood filter top cap inlet port. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that the blood tubing set separated and leaked at the drip chamber in the ER. There was no report of patient harm.